Manufacturer narrative:
(B)(4). Additional information was received indicating an x-ray was not performed. The lead remains in service with no further troubleshooting planned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased pacing thresholds with possible loss of capture. There was a concern the lead had dislodged. A chest x-ray was recommended to assess lead position. No adverse patient effects were reported.

Event description:
--